Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the tip of a 2ml bd syringe¿ with needle. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that medication leaked from the tip of a 2ml bd syringe¿ with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: we have been provided with the affected samples. We have carried out a leakage test and determine that the samples did not present the reported defect. We could not confirm the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2025 (february 17th - 19th, 2017). Syringes were assembled in machine, nº4239, nº4238, nº4214, nº4206, and nº4201, in lot #7041325 (february 13th ¿ 20th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7041287, #7034435, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7041292, and #7034439 and no problems, defects or qn related to the reported issue were found. After the evaluation of the received sample, we could not determine the exact root cause of the reported issue. We think that the cause of the problem could be produced as a consequence of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. We can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is very unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that medication leaked from the tip of a 2ml bd syringe¿ with needle. There was no report of exposure, injury or medical intervention.